Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1000 mg/dl and had previously lost consciousness due to blood glucose of 300 mg/dl. Customer indicated that the pump was not worn during the hospitalization. Customer indicated that their doctor has been contacted but declined to troubleshoot.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Added information: the customer was not on insulin pump therapy during their hospital stay.

Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they were not on the insulin pump when their blood glucose level was 1000 mg/dl.